Event description:
The following has been reported: order for panto gtt to infuse over 15 hours. Noted that medication infused over 4-5 hours even though rate and volume was correct. Pump set aside and picked up by biomed. Reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.